Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported having high blood glucose. He stated his blood glucose was 405 mg/dl the previous night and earlier this morning his blood glucose was 424 mg/dl. He also reported that he had treated his blood glucose with insulin but his blood glucose remained high. The customer also stated he was not feeling well during the call. Troubleshooting found the customer's drive support cap appeared to be normal. Insulin was also able to exit from the tubing during a manual prime. The customer's cannula was also not bent or occluded. The customer was advised to change out his entire infusion set, reservoir, and insulin. No additional information provided.